Manufacturer narrative:
Please also reference 1020279-2011-00469 as it relates to a different event for this patient.

Event description:
It was reported the patient presented with several episodes of subluxation of her right hip, not true dislocation. The surgeon believed the skirt on the metal head was impinging and causing the subluxation. The patient underwent a right total hip replacement revision surgery. The head and liner were replaced and soft tissue anteriorly was also debrided.

Manufacturer narrative:
The associated complaint device was not returned. A clinical analysis indicates based on the newly submitted medical records, the likely cause of the ¿gross polyethylene wear¿ and the resultant wear disease is due to the edge loading on the liner from the vertically placed cup. It cannot be concluded how much cup position changed over the 9 prior years but placement at this angle could be a result of the patients ¿irregular acetabulum¿ it is unknown if this patient¿s waldenstrom macroglobulinemia and its unreported treatments contributed to the deterioration of her acetabulum. A review of complaint history on the listed parts revealed no prior complaints for the listed batches with the same failure mode. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.